Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that in 2008 the pump would get hot when delivering a bolus and it caused an infection. The pump was explanted. No further complications were reported.